Event description:
This report is being filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, which resulted in increased mitral regurgitation and chordal rupture. This is considered a patient injury. It was reported that a mitraclip procedure was performed on (B)(6) 2015 to treat functional mitral regurgitation (mr) with a grade of 4 and challenging anatomy. The patient had a previous annuloplasty ring implanted that had disassociated from the annulus causing severe mr. The clip delivery system (cds) was advanced to the mitral valve and the clip was implanted on the leaflets successfully. It was noted that imaging was a challenge as the annuloplasty ring was shadowing the clip during leaflet grasping. Also, leaflet assessment was challenging as both clip arms could not be visualized in one plane. The mr was reduced to 1. One day post-procedure, echocardiogram found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/ slda). Chordal rupture was observed and the mr grade had returned to 4. The patient was confirmed to be clinically stable and surgery is planned. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. A review of the lot history record revealed no manufacturing non-conformities that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient conditions, procedural conditions and/or user technique, slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, it is likely that the difficulties with visualization and leaflet assessment, in conjunction with the posterior leaflet restriction, contributed to the single leaflet device attachment of the clip and, subsequently, the observed chordal rupture. Based on the information reviewed, the reported slda and chordal rupture appear to be related to procedural conditions and not a product quality deficiency. The patient effects of worsening mitral regurgitation and mitral valve injury (tissue damage), are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.